Manufacturer narrative:
Date of event: event date is set to (B)(6) 2022. There is no information available as to when this event actually occurred. However, the event date has been set as (B)(6) 2022 by default to match the device's manufacture date. The product investigation was completed. Device evaluation details: visual analysis revealed that the hemostatic valve was dislodged inside the hub component; also, some bents were observed on the dilator. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). Examination of the shaft, the dilator, the brim cap, and the silicone ring revealed the components were placed in the correct position and found in good conditions. After the hemostatic valve removal, the vessel dilator and stsf catheter were introduced into the vizigo sheath, and no resistance was felt during the testing. However, the resistance experienced by the customer could have been due to the hemostatic valve dislodgement. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record review was performed for the finished device 00001972 number, and no internal actions related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large for which biosense webster¿s product analysis lab identified that the hemostatic valve was dislodged inside the hub. The finding was identified on (B)(6) 2022. During afib procedure, vizigo sheath's dilator did not enter the sheath. It was stuck. Surgery was not delayed due to the reported event. As a result, the medical team changed the vizigo deflectable sheath. Procedure was successfully completed. No fragments generated. No patient consequences were reported. They were not sure if the resistance resulted in any damage to the sheath, but the sheath was not introduced in the patient. There was resistance with the sheath when they were trying to put the dilator into the sheath or when they were trying to withdraw it from the sheath. No visible damage to dilator. The dilator was hardly able to move within the sheath and at one moment it stuck. The resistance with sheath is not MDR-reportable. The hemostatic valve separation is MDR-reportable.